Event description:
It was reported to philips that the image memory was full, and no images could be saved. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system by connecting with the customer remotely and confirmed that the image storage space was full. The rse found that the user had to run a few thousand pictures at once which was not possible for the system to store further. The philips field service engineer (fse) inspected the system onsite and manually cleaned the hard drive since the image storage was full. The consistency test showed 21 errors, and they were fixed with consistency repair and the fse recreated the image store. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.